Manufacturer narrative:
This report is for an unknown 6.5 mm and 7.3mm cannulated screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: nyholm an, et al. (2018), osteosynthesis with parallel implants in the treatment of femoral neck fractures: minimal effect of implant position on risk of reoperation, the journal of bone and joint surgery, volume 100-a, number 19, page 1682-1690 (denmark). The goals of the current study were to estimate the incidence of reoperation and the association between implant position and risk of reoperation within 12 months following osteosynthesis with parallel implants. From december 2011 to november 2015, a total of 1, 198 patients (1,206 surgeries) with primary femoral neck fracture treated with use of parallel implants were included in the study. The median age was 73 years (range, 21 to 102 years). 832 cases are females and 374 cases are males. The surgeries were performed using 1 of 5 implants; unknown synthes 6.5 mm cannulated screws, unknown synthes 7.3 mm cannulated screws and 3 other competitors¿ screws. Complications were reported as follows in 157 cases, the patient underwent relevant reoperation within 1 year; in 228 cases, the patient died within 1 year. 35 patients had removal of implants. 144 patients had conversion to arthroplasty. 7 patients had removal of implants and femoral head (girdlestone status). 5 patients had re-osteosynthesis of the primary femoral neck fracture. 9 patients had new osteosynthesis distally to the hip (per- and subtrochanteric, shaft, or distal femoral fracture). 5 patients had revision due to infection. 4 patients had transfemoral operation. 9 patients had surgeries (all removal of implants) that could be reoperation but were registered without specifying the laterality. 4 patients had secondary arthroplasty after prior surgeries. 47 patients had other secondary procedures (closed repositions of a displaced hip arthroplasty, revisions, etc.) Unknown patients had insufficient reduction and were revised. Unknown patients had varus position of the implants and were revised. Unknown patients had perforation of the femoral head cartilage and were revised. This report is for an unknown synthes 6.5 mm and 7.3mm cannulated screws. It captures the reported event of perforation of the femoral head cartilage, revised. This is report 2 of 2 for complaint (B)(4).